Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that: "insertion of a short gamma nail in a patient suffering from a left intertrochanteric fracture. Date: on (B)(6) 2026. Surgery proceeded without incident, with postoperative x-rays taken immediately after surgery and then three days postoperatively, as expected. The patient underwent the usual postoperative mobilization. One month later, the patient returned for consultation due to pain and functional impairment. The x-ray taken at that time showed that the cervical screw of the nail had migrated into the small pelvis and that there was no contact between the nail and the cervical screw, despite internal locking having been performed in accordance with the laboratory's surgical technique. The patient was hospitalized. The patient underwent a second operation to remove the material and insert a hip prosthesis."